Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain following an MRI. Bandaging protocol was reportedly followed. The recipient was prescribed a cream.

Manufacturer narrative:
Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device, and the magnet remains in the appropriate position. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.